Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted from the crimped profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 28 april 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 16mm synergy drug eluting stent was advacned but failed to cross. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.